Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.